Manufacturer narrative:
Continued e1: (phone number): (B)(6). Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, via sale representative. Unknown side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported rupture and "cloudy". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a3b, a4, a5, a6, b5, d1, d4, d6a, e1, h4, h6.